Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revised due to pain. No sign of infection. Believed to be metallosis reaction. Found signs of corrosion on the taper of the accolade stem and inside the taper hole of the femoral head. The stem was not removed, cleaned the taper off and replaced head, using a sleeve and replaced the insert."